Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump got wet while kayaking and that the buttons became unresponsive. The blood glucose reading was 120 mg/dl. Nothing further was reported.